Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a sequence of error alarms four times since (B)(6) 2014 during normal use. Alarms were external ram error, watchdog timeout and unexpected restart. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test and the reset error test. No damage was noted on the interface board. The insulin pupm was received with a cracked case at a display window corner, minor scratches on the display window and a missing end cap sticker.